Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm failed self-test during normal use. Customer's blood glucose was 120 mg/dl. The customer was advised that the device would be replaced. The customer was asked verbally and in written form to return the broken pump for analysis.

Manufacturer narrative:
The insulin pump passed self-test. No rf pic failed self-test alarm noted. The insulin pump received with cracked case at display window corners, cracked battery tube threads and minor scratched display window.